Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿a real-world single-center experience of 700 patients treated with endurant endoprostheses between 2009 and 2022 accarino, giulio et al. Journal of vascular surgery, volume 79, issue 4, 2s https://doi.org/10.1016/j.jvs.2024.01.025 a.2 average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿a real-world single-center experience of 700 patients treated with endurant endoprostheses between 2009 and 2022¿. The time frame of this study was over twelve years. 703 patients were included in the study. The following medtronic devices were used: endurant stent grafts. The median aneurysm size was 58mm. The following adverse events occurred: thrombosis, aneurysm rupture, intervention no further information was provided pertaining to medtronic products